Event description:
It was reported that one day post implant, the patient felt chest pain and a flutter during pacing. Due to cardiac perforation, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.